Manufacturer narrative:
An event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar events for the reported lot. Conclusion: no further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left hip arthroplasty on (B)(6) 2015 that failed and required revision on (B)(6) 2015 due to elevated levels of cobalt & chromium in blood work.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Its reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a left hip arthroplasty on (B)(6) 2015 that failed and required revision on (B)(6) 2015 due to elevated levels of cobalt & chromium in blood work.